Event description:
During revision, the lv tip coil was suspected to be fractured, however the ring coil exhibited no anomalies, therefore it was decided to be continuously used. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Concomitant: 24698578 lead implanted: 2009-(B)(6); 24699708 lead implanted: 2009-(B)(6). (B)(4).

Event description:
It was reported that a lead alert was triggered for the left ventricular (lv) lead due to a gradual increasing trend of the lv lead impedance resulting in an impedance of greater than 3000 ohms. A possible lead fracture was confirmed. The lead polarity was switched and the physician decided to monitor the patient for the time being. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.